Event description:
It was reported that the device triggered early recommended replacement time (rrt) and a power on reset (por) occurred within the device. It was noted that there were multiple unsuccessful wireless transmissions which may have contributed to early rrt. The device remains in use however, it was recommended to replace the device immediately. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).